Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient suffered a dural tear during the implant procedure on (B)(6) 2016. The physician experienced difficulty implanting the lead midline despite several attempts and the procedure was abandoned.

Event description:
Follow up information identified the patient did not experience any symptoms or headache following the dural tear.